Manufacturer narrative:
The company representative was contacted by the customer and arrived to the facility in one hour. The iabp was already disconnected from the deceased patient. The company representative was unable to duplicate the reported problem and no fault codes were observed in the fault logs. The iabp was removed from service and per the facility information the iabp will be scrapped (the iabp is 13 years old). The manufacturer is trying to obtain additional information on the patient's basic information. The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was unable to obtain ECG signal. The reported issue had no impact on the patient treatment because the iabp was triggering by the pressure trigger, however as the customer decided too late to use the counter pulsation therapy on this patient, the patient died. The patient death is not attributed to the iabp.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was unable to obtain ECG signal. The reported issue had no impact on the patient treatment because the iabp was triggering by the pressure trigger, however as the customer decided too late to use the counter pulsation therapy on this patient, the patient died. The patient death is not attributed to the iabp.

Manufacturer narrative:
This record supersedes mfg report 2249723-2016-00026 which contained an incorrect 'report type' that resulted in the record generating an incorrect mfg report number. The patient's basic information (i.e. Gender, age, height, weight) was not provided to the manufacturer.